Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient needing an impella 5.0 device for mechanical circulatory support due to cardiomyopathy. The physician an alarm due to an increase in purge pressure. The physician said that the purge set was replaced. The position was adjusted; however, there was no change. The patient was successfully weaned from the impella and the device explanted.